Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported that the infusion device often displays e6 (mechanical) error and e4 (occlusion) error. She experienced elevated blood glucose of 450 mg/dl as a result and began injection therapy with no success of lowering her blood glucose. She was hospitalized on (B)(6) 2011. Treatment received was not provided. Her normal blood glucose level is 160 mg/dl. The infusion device was replaced and requested to be returned for evaluation.